Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result and conclusion codes will be made available following engineering eval.

Event description:
Nail's threads are defects, nail's thread and nuts not buckle, cannot twist on nuts.